Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported that a fresenius 2008k2 machine turned off and was unable to turn back on during a patient¿s hemodialysis (hd) treatment. Patient treatment was cancelled, and the blood from the venous chamber was not returned. The patient¿s estimate blood loss was 100 ml. The patient completed treatment on a different machine with no adverse events or patient harm reported. A fresenius technician was scheduled to service the reported machine. Additional information regarding the event was requested, however to date was not provided.